Manufacturer narrative:
Clarification to d6a: partial date of 1993 provided. Clarification to d6b: partial date of 1995 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leak" (deflation).

Event description:
Patient reported "leak". This record is for the right side. Device was explanted.